Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and did not exhibit the event described in the complaint. No broken or missing tip was observed. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Isi followed up with the initial reporter and received additional information: the tip did not fall into the patient. It was retrieved in the cannula seal.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the prograsp forceps instrument tip fell off from the sheath. The tip had been rescued instantly. A backup instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay in the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.